Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a car accident and the impact fracturing her glenoid. The surgeon tried to reconstruct it but it was too damaged and he converted to a turon again.